Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, there were faulty battery contacts in the battery holder assembly. The electric chassis assembly was faulty and was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the alarm was not working on the ventilator. No patient injury or complications were reported in relation to this event.